Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor cannot run detect and treat) has been confirmed. Upon investigation the monitor displayed a service code 203. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbts) q13 on the defibrillator pca. The root cause for the shorted igbts was unable to be positively identified. An internal corrective action has been initiated to investigate shorted igbts.no adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to pass incoming functionality testing.